Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 212 mg/dl. A system check was performed verifying the occlusion alarms. After a new cartridge was loaded, the customer resumed insulin deliveries. Reportedly, the customer continued to use the pump for insulin therapy.